Manufacturer narrative:
Philips service replaced the set of fuses and returned the device to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a low dose error occurred due to blown fuses in the generator on a azurion 3 m15. The clinical use of the system was unknown. There was no reported patient or user harm.